Event description:
This report is being filed after the subsequent review of the following journal article: goa, y., sun, u., tang, m., zhang, c. And zhou, z. (2012). Minimally invasive percutaneous osteosynthesis for proximal humeral shaft fractures with the philos through the deltopectoral approach. International orthopaedics, 36, 2341-2345. The authors conducted a retrospective study of 74 patients (26 men and 48 women) average age 57.3 years (range, 34-86 years) between 2008 and 2010 who were treated with synthes device, proximal humerus internal locking system (philos), using the minimally invasive percutaneous osteosynthesis (mipo) technique through the deltopectoral approach. They investigated clinical outcomes and complications. Follow-up was conducted at one, three, six and twelve months. Hardware was removed due to lateral impingement (four patients). The authors concluded that the philos via the deltopectoral approach using the mipo technique was a safe and valid method for treatment of proximal humeral shaft fractures. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal humerus internal locking system plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Goa, y., sun, u., tang, m., zhang, c. And zhou, z. (2012). Minimally invasive percutaneous osteosynthesis for proximal humeral shaft fractures with the philos through the deltopectoral approach. International orthopaedics, 36, 2341-2345. This report is for an unknown proximal humerus internal locking system plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.